Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged bacterial filters had black substances. There was no serious patient harm or injury. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The foam will need to be replaced to address this issue.